Event description:
The patient underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. Two weeks post-operatively, the pt developed a hematoma after restarting their antiplatelet medication clopidogrel. The patient developed abdominal pain and leg paresthesia, progressing to bladder retention in 2000. The patient was given increasing doses of morphine was decreased from 8.4 to 7.6 mg per day (concentration 25 mg/ml). An MRI was done the following month, which showed a t10-11 granuloma. The catheter, pump, and mass were removed 15 days later. The or report described an organized hematoma with vascular grayish appearance at the tip of the catheter. A pathology report showed fibrosis, inflammation, and no evidence of malignancy. The pt improved from nonambulatory to ambulating with a cane. Pt's baseline had been ambulating without a cane.